Event description:
Low readings on the pt's meter. The pt had been experiencing low blood glucose readings on her surestep meter. The pt rec'd readings of a "60 and 70" and did not experience any symptoms at the time of testing. The pt ate food and/or drank a beverage after attempting to use the meter. She contacted a medical professional due to the low reading and was advised to decrease her oral medication. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. The pt did not have control solution to check the test strips. The meter was set to the incorrect unit of measurement (uom) and the pt was unaware that the meter was set incorrectly, customer care agent (cca) sent the pt replacement test strips and control solution.